Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal episode while traveling. Review of their implantable cardioverter defibrillator (ICD) noted that current sensing, impedance, and threshold measurements were all within acceptable range. One past episode revealed that the patient had atrial tachycardia and atrial fibrillation which was detected in the ventricular tachycardia zone and resulted in the delivery of inappropriate anti-tachycardia pacing (atp). The inappropriate atp accelerated the rhythm into the ventricular fibrillation (vf) zone and resulted in the delivery of a shock which successfully converted the patient out of vf. The patient¿s ICD was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.